Event description:
It was reported by an attorney that the patient underwent a hysterectomy, anterior and posterior vaginal repair on (B)(6) 2009 and during the procedure mesh was implanted. It was reported that patient experienced pain of the left hip and buttock, difficulty moving bowels, vaginal bleeding, nausea, urinary urgency, urinary frequency, back and abdominal pain. It was reported that the patient experienced impairment of digestive, urinary, muscular and nervous systems, urinary incontinence, discomfort, painful intercourse, impaired mobility, impaired activities of daily living and psychological injury. It was reported that the patient underwent removal of the mesh and cystoscopy on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.